Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage and low blood glucose. The customer's blood glucose was 52mg/dl at the time of incident and 142mg/dl at the end of call. Trouble shooting was performed and found a year ago the dog had chewed on the insulin pump and there were small pieces missing near the reservoir. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform excessive no delivery test due to priming anomaly. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.